Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had unexpected myopia. The iol was exchanged for another lens after a month of the initial implant procedure. The clinical reason given for the explant was ¿blurry vision¿. Additional information was requested.